Event description:
It was reported that the patient presented with pocket stimulation and it was discovered that the right atrial (ra) lead had dislodged. The lead was attempted to be repositioned multiple times but the lead continued to dislodge. The lead was explanted and a tined pre-formed lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).